Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a failure code 810:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 810:04 was confirmed during product evaluation. The quality engineering department determined that the root cause was not identified. Service cleaned and inspected the pump head module, however no further testing has been completed at this time and no repairs have been performed.